Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils, other coils, and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was tortuous and narrow. During the procedure, the physician placed three smart coils and seven other coils in the target vessel using the microcatheter. While advancing the next smart coil through its introducer sheath, the physician encountered resistance; therefore, the smart coil was removed. It was noted that there were kinks on the pusher assembly of the smart coil. The procedure was completed using another smart coil, an additional non-penumbra coil, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 121.0 cm from the proximal end. The pusher assembly mid-joint was retracted within the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil confirmed a pusher assembly kink. Further evaluation revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. If the device is forcefully advanced against this resistance, damage such as a pusher assembly kink may occur. During functional testing, the smart coil was unable to advance from its returned position within the introducer sheath. Therefore, the smart coil was re-sheathed properly by the penumbra investigator. The smart coil was then able to advance through its introducer sheath and a demonstration microcatheter without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder